Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A technician reported the surgeon could not completely lift the flap. There was a lot of opaque bubble layer (obl) near the hinge and it was a really tough lift. Additional information was received from the technician who reported a small area of the flap, near the hinge could not be lifted. The event is expected to resolve without treatment.